Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this cardiac resynchronization therapy defibrillator (crt-d). Technical services discussed it might be a software issue. At this time, the device remains in service. No adverse patient effects were reported.